Event description:
It was reported that a pump does not recognize a closed door. The error was found during testing of the device and there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received inoperable due to constant "door not fully latched" message, corresponding with reported symptom of "does not recognize a closed door". The message was caused by a loose link screw. The screw was adjusted during evaluation with the door performing as expected. As a result, the screws were replaced.